Event description:
The valve was explanted and replaced with a sjm 31mecj-502. The reason for explant is unknown at this time. Additional info has been requested.

Event description:
In 1998, dr implanted a 31 mm mitral st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 31mecs-602). In 2001, this valve was explanted. According to the pathology report the valve contained "extensive actinomyces endocarditis". Sections examined from the valve for bacteria and fungi revealed the presence of "numerous filamentous gram variable organisms resembling actinomyces". The pathology report also stated the sewing ring was "thickened and fibrotic". The valve appeared "non-functional" and contained "irregular plaque-like fragments of gray-tan to slightly hemorrhagic friable tissue" which partially covered the surface of the valve. The valve was discarded at the hospital and no additional info was obtained.